Event description:
The patient's spouse reported that on the telemetry strips, some of the impedance values were >2,000 and some of the currents were <12. He said that the physician did not understand the readings either. The physician referred him back to his wife's implanting physician, because the physician believed that something may be "wrong with the wiring." The implanting physician told him that the readings were "okay" and everything was "fine". The husband reported that the therapy was "varying but helping" with wife's symptoms. He stated that when the stimulation was "too much" his wife experienced dyskinesia and when it's "less" his wife experienced stiffness. The implanting physician reported that it was unknown if the event was related to the implanted system. The patient symptom was noted to be understimulation. The implanting physician stated that the patient was followed and programmed by another physician; the physician noted was different than the physician from above that felt that there may be a problem with the "wiring". The patient was referred back to the other following physician to increase the stimulation. The implanting physician included that there were "no fractures". Additional information has been requested, a follow-up report will be sent if additional information becomes available. See manufacturer's report # 6000032200901286.